Event description:
Philips received a complaint by the customer on the v60, indicating that the unit keeps alarming after approximately 3 minutes. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to review the significant event log and report any critical errors. The customer reviewed the significant event log and did not report any errors. An approval for onsite service is currently pending.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6). H10: the device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. A field service engineer (fse) went onsite to further investigate the issue. The fse determined that the data acquisition (da) board and solenoids 3 and solenoids 4 were faulty and required replacement. The fse replaced the da board and solenoids 3 and 4 to resolve the issue. The fse replaced the da board and solenoids 3 and 4 to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated. H11: updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00375. All information from the original report(s) has been transferred to this report.

Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). Functional analysis was performed and identified that the device pressure accuracy testing failed. The da pcba was installed on the standard test bed (stb) then error code 110a was generated. In addition, the pil technician verified that the da pcba failed pressure accuracy testing. The reason for the pressure accuracy failure was due to a faulty and out of specification u6/proximal pressure sensor on the da pbca.